Event description:
Customer reported the vancomycin bag that had been hanging was empty, it should have had 72mls left in the bag, with 25 minutes left to infuse. Event took place in the burn/trauma ICU. The nurse stated the issue was resolved when they replaced the tubing. There was no pt harm and no medical intervention was required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer's issue of the IV bag emptying early was not confirmed and the root cause was not identified as no product was returned for failure investigation.